Event description:
Female pt who had a right total hip arthroplasty with asr and there was concern of some metallosis and problems stemming from her hip. Pre/postoperative diagnosis was "failed right total hip arthroplasty asr cup".